Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for multiple patients tested for multiple assays on a cobas 8000 e 602 module. The customer provided data for 66 patients tested for tsh, psa, afp, cea, ca 125 and ft4. Based on the data provided, the results for 59 patient samples were discrepant when tested for one or more of the mentioned tests. Refer to attached data for the patient results. The erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. No reagent lot numbers with expiration dates were provided. Calibration and qc were fine the morning of the event and the customer received expected results until approximately 12:00 p.m. This is when the customer noticed an issue with patient results. A few hours later the results went back to normal again. On the day of the event the customer noticed the pinch tubing on the module had not been in place correctly. The next day this issue was fixed.

Manufacturer narrative:
Since the issue with the pinch tubing was corrected, the customer has had no more issues. The investigation determined the pinch tubing issue was the root cause of the event.